Manufacturer narrative:
Concomitant medical products: 457445 lead, implanted on (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.